Event description:
A report was received that a pt was experiencing difficulties charging the ipg. A review of the pt's battery profile revealed that the ipg is exhibiting premature battery depletion.